Event description:
On (B)(6) 2007, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, a computed tomography revealed a type iii endoleak from the trunk-ipsilateral leg component and the aortic extender component. On an unk date, the type iii endoleak was treated using a medtronic graft. On an unk date, a type iii endoleak was revealed from the aortic extender component and the medtronic device. On (B)(6) 2011, the aortic extender component and medtronic device were explanted due to the endoleak. The remaining two gore excluder aaa endoprosthesis remained inside the pt. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note additional devices implanted and related to this event: (B)(4).